Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl. The customer was treated with manual shot. Customer's other blood glucose was 577 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that cannula was bent. Customer stated that reservoir had air bubbles during troubleshooting of high blood glucose. Customer stated that size was little big of air bubble. Air bubble was removed successfully. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin exited at quick release. Customer stated that displacement test was passed. The insulin pump will not be returned for analysis.